Event description:
It was reported that stopper pull out occurred with a unspecified bd blood collection device. The following information was provided by the initial reporter, "an issue occurred on 5/7/19 at the hospital. Batch # 8345619, cat # 367962 was used for a blood draw. The tube had a low draw resulting in a closure separation when the tube was removed from the holder. I do not have the name of the pa who did the blood draw, however the incident was reported by the patient."

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper pull out with the incident lot was observed. However, bd was unable to determine the specific lot number or catalog number for the needle device associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for stopper pull out with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper pull out occurred with a unspecified bd blood collection device. The following information was provided by the initial reporter, "an issue occurred on (B)(6) 2019 at the hospital. Batch # 8345619, cat # 367962 was used for a blood draw. The tube had a low draw resulting in a closure separation when the tube was removed from the holder. I do not have the name of the pa who did the blood draw, however the incident was reported by the patient."